Manufacturer narrative:
Date of event: no event occurrence date listed. Used awareness date from global complaint (B)(4) 2022 initial reporter addr 1: (B)(6). A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd phoenix¿ ast broth vials seemed contaminated. No patient impact reported. The following information was provided by the initial reporter: please find the attached bd service complaint against ast broth (246003), as one of the customers reported ¿got multiple empty vials¿ the lot 1342645. Also, they reported that the vials seemed contaminated.

Manufacturer narrative:
H.6 investigation summary: this complaint is confirmed. This complaint is for empty tubes of phoenix ast broth (246001) batch number 1342645, additionally contaminant was identified. The customer did provide photos for investigation, however no product returns. The photos illustrated multiple empty tubes with foreign material. Based off the photos, this complaint is confirmed. A review of quality notifications revealed no quality notifications generated on the complaint batch. A review of complaints was performed and revealed no additional complaints on the complaint batch. Complaint trending was performed and no trends were identified associated with this defect. A bd ID/ast plant quality will continue to monitor for trends associated with this defect. Please continue to communicate additional concerns. Per baltrmphxidastaph rev 10 version h, ID 15.0, a defective product obvious to user has a severity assessment of s1. Per baltms0184 ver k a complaint with a severity ranking of s1 or s2 may require investigational testing, including retain sample analysis. However, the customer returned photos which were used for the investigation; therefore, a review of retention samples is not required.

Event description:
It was reported that bd phoenix¿ ast broth vials seemed contaminated. No patient impact reported. The following information was provided by the initial reporter: please find the attached bd service complaint against ast broth (246003), as one of the customers reported ¿got multiple empty vials¿ the lot 1342645. Also, they reported that the vials seemed contaminated.